Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort while sleeping due to the location of the ipg. The patient underwent a revision procedure wherein lead extensions were added to move the ipg lower in the back. No device malfunction was suspected. The patient was doing well postoperatively.